Event description:
ICD lead extracted and replaced. The patient was recently seen in our ICD clinic at which time the patient's device was discovered to have riata lead noise. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a riata ICD lead extraction with a new ICD lead insertion. Rv lead is also a riata lead that has been recalled.what was the original intended procedure?ICD lead extraction.